Manufacturer narrative:
The service engineer performed the device evaluation and not the customer's biomedical engineer, as previously reported. It is unknown if the unit was in use on a patient at the time of the reported event, and the customer was unable to provide further information; however, no patient harm or injury was noted.

Manufacturer narrative:
Report date: 02jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator had no return tidal volumes registering. Reportedly the output tidal volume did not come on. There was no patient involvement. The customer biomedical engineer inspected the device. The customer biomedical engineer reported that the issue was not duplicated. The unit was left overnight, and no abnormality was confirmed.